Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors (tantalum capacitor).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately two months after the device implant, the patient received a treatment of therapeutic radiotherapy due to a high-grade non-hodgkin's lymphoma in the left external auditory canal.

Event description:
It was reported that the competitor lead had high threshold and varying impedances. The device longevity did not meet customer expectations. The device was explanted and replaced. The patient developed paroxysmal atrioventricular block. No further patient complications have been reported as a result of this event.